Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Requested patient demographics however not provided. The event occurred at children's hospital presumed patient to be a infant child or adolescence. Concomitant medical products: port; 3m curos; endocarps; medex syringe pumps; bd syringe.

Event description:
It was reported that the spin collar shattered. The customer stated; " I have no other information as requested". Although patient impact was requested it was not provided. A note attached to product that stated : "microbore tubing at bedside to be used for intermittent medication administration. Had a curos cap sterile end cover on one end , saline flush on the other end. Nurse went to pull off the curos cap and plastic hub shattered into parts in her hand. Believe to be me2050 carefusion max guard set. "Event date (B)(6) 2019"

Event description:
It was reported that the spin collar shattered. The customer stated; " I have no other information as requested". Although patient impact was requested it was not provided. (A note attached to product that stated: "microbore tubing at bedside to be used for intermittent medication administration. Had a curos cap sterile end cover on one end, saline flush on the other end. Nurse went to pull off the curos cap and plastic hub shattered into parts in her hand. Believe to be me2050 carefusion max guard set. "Event date (B)(6) 2019".)

Manufacturer narrative:
The customer¿s reports that the spin collar shattered was confirmed to be a male luer break. The set was visually inspected for cracks, misassemblies or damages to the components. Visual inspection as received confirmed the male luer collar to be cracked and broken. Closer inspection of the break under a lab microscope observed no stress marks or tool marks. No further testing could be performed due to the broken male luer. The root cause of the break could not be definitively determined.